Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm noted. The drive motor was inspected and no drive motor anomaly or moisture damage inside reservoir compartment, electronic assembly or motor noted. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having multiple no delivery alarms on the insulin pump. Customer stated that she changed the site and reservoir and the issue is still happening. Customer stated that the insulin is squirting out during the manual prime process. Customer stated that the insulin continues to drip after the motor stops during the manual prime process. Customer stated that the drive support cap appears normal. Customer's current blood glucose was 246 mg/dl. Customer stated that she was not wearing the pump during priming. Customer was unable to successfully prime the set. Customer was advised to return the set for analysis. Customer was advised to discontinue use of the pump. Customer was advised to revert to a back-up plan as the insulin pump will need to be replaced.